Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that last week the pt started having "severe" back pain and it got so bad that on saturday that the patient went to the hospital. The patient later reported that they were admitted because of intense pain in the lower back. The cause of the pain was unknown. The patient reported that they took tylenol for the back pain. The issue wasn't resolved. The patient was doing physical therapy.